Event description:
The ring at the top of the reservoir came off. Fluid in the surgical site was aspirated with a needle.

Manufacturer narrative:
One day following a breast augmentation, the pt returned to the outpatient surgical facility and reported that the ring collar at the top of the reservoir came off and did not continue to suction fluid from the surgical site. The clinician reported that the suction reservoir was working correctly prior to the pt's discharge home. Accumulated fluid in the surgical site was removed with a needle. The sample was returned and the issue was confirmed. The sample was evaluated and the dimensions and tolerances of the device were found to be within established specification. The root cause was determined to be attributed to a manufacturing assembly error. There have been no other similar incidents reported for this device in the last 24 months.